Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime test. The motor passed the motor test. No motor error alarm noted. The device was received with minor scratched display window, cracked case display window corner and cracked reservoir tube lip.

Event description:
Customer reported a motor error alarm during a prime. Customer's blood glucose was 124 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.